Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, product type: catheter. Product ID: 8840, product type: programmer, physician. (B)(4).

Event description:
It was reported that a pump period may exceed tube set message was seen when reading the pump during a refill appointment. It was unknown whether the message was a result of intentionally programming the pump to stopped mode or due to a motor stall or other pump issue. The reporter mentioned the patient had a stroke but stated it was unrelated to the pump. No drug information, related patient symptoms, intervention, or outcome was reported. Follow up was conducted to obtain further information but had not been received at the time of this report. If additional information is received a follow up report will be sent.